Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report during grasping possible tissue damage occurred and gradient increased to 7 mmhg. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with grade of 4+. The case was exceptionally challenging, mostly due to exceptionally difficult imaging. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed but grasping was difficult due to the short leaflets. After several attempts the clip grasped and the clip was implanted reducing mr to 2. Only one clip was implanted because the patient had mitral annular calcification and mean pressure gradient rose to 7 mmhg. There was no concern with the increased gradient causing stenosis based on the calculated orifice area. After the procedure, the patient remained on the intra-aortic balloon pump (iabp) and had prolonged hospitalization. During follow-up with the account it was mentioned by the physician that a torn chord could have happened during the procedure increasing the patient¿s hospitalization. The patient presently is stable and is being discharged from the hospital. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported difficult grasping appears to be due to challenging patient anatomy in conjunction with procedural circumstances. The reported tissue damage appears to be due to procedural circumstances. A cause for the reported poor imaging and mitral stenosis could not be determined. The reported patient effects of tissue damage and mitral stenosis are listed in the mitraclip gen 4 instructions for use (IFU), as known possible complications associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.